Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the vascular diagnostic procedure was delayed and completed in another room. A philips field service engineer (fse) went onsite and found the 24v dc supply missing due to faults in the pdu dc module and fan tray. The fse replaced fan tray & dcps and returned to philips for further analysis. The analysis confirmed the failure was due to defective psu4. Following replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.